Event description:
It was reported that secure sense alerts were noted on the patient's implantable cardioverter defibrillator. Upon review, myopotential inhibition was noted on the device. Stored electrograms noted low level, high frequency noise that inhibited pacing. The device was reprogrammed. The patient was stable throughout.